Manufacturer narrative:
Patient's exact age is unknown, however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed, and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 30, 2020 that a flexiva 200 laser fiber was used in an ureteroscopy procedure in the kidney performed on (B)(6) 2020. According to the complainant, during preparation, post sedation, the laser fiber was inserted into the laser unit, and it was not recognized. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.